Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
01/28/2021: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A distributor contacted zoll to report that a patient blisters on her left side and on her back. The blisters were reportedly itchy, red/purple in color and not open. The patient consulted her physician who recommended using a cream. Follow-up indicated that the patient's skin condition was improving and that the blisters got better.